Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed no evidence of any break or fractures at the fiber tip. There was mild devitrification at the output window but this is normal wear observed on a used fiber. The fiber was tested with a hene laser fixture and the aim beam was observed at the output window. There were no breaks observed along the length of the fiber. The connector optical surface, segments, and tabs appeared in good condition and secured; the fiber connector passed the signature verification test. Based on the investigation results a conclusion code of no problem detected was assigned. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber had forward firing. The case was finished with another fiber. There was no clinical consequences to the patient.

Event description:
It was reported that during the laser photo selective vaporization of the prostate procedure the fiber had forward firing. The case was finished with another fiber. There was no clinical consequences to the patient.